Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected and UDI was added since it was omitted from the initial. Section e initial reporter information was added since it was omitted from the initial.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported a loss of placement signal. No patient harm has been reported.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant also reported the patient experienced ventricular tachycardia; anti-arrhythmics were provided.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 57-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of coronary artery disease. The customer contacted support staff with notification of loss of the placement-t signal. Appropriate waveforms for motor current and support level were verified. The customer was advised to continue monitoring placement via echocardiography in the setting of the missing placement signal. The patient was otherwise stable. Ventricular tachycardia occurred following ambulation. Pocus demonstrated stable position at 5 cm, and the patient remained stable while receiving antiarrhythmic medications. The reported tachycardia and arrhythmia requiring medication are consistent with the patient¿s underlying acute myocardial infarction and cardiogenic shock physiology and may be influenced by critical illness, hemodynamic instability, and native cardiac conduction abnormalities.

Manufacturer narrative:
B5 updated with clinical narrative and h6 codes updated to algin with reported event. The investigation was completed and no device was returned. Investigation summary: placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details, including data log. Tachycardia/arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details.